Manufacturer narrative:
(B)(4). D10: item name# g7 bonemaster ltd acet shl 52e; item number# 010000703; lot number# 3382959. Item name# g7 neutral e1 liner 36mm e; item number# 010000857; lot number# 3439199. Item name# sirius hip stem 38-c; item number# 51-199335; lot number# 202510. Item name# sirius winged centralizer; item number# 51-199300; lot number# unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had been experiencing left hip pain for two months. An x-ray was taken for evaluation. The patient was diagnosed with osteoarthritis and received regional spinal (intrathecal) anesthesia. It was confirmed that the pain has been resolved, and the event was noted as mild and easily tolerated by the patient, causing minimal discomfort. Due diligence is in progress for this complaint; to date no additional information or product has been received.